Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41 mg/dl. Low bg cause was not known. Customer reported that they "had a diabetic seizure while unconscious" and "obtained [a] head injury". Customer consumed carbohydrates to address the issue and paramedics were called by a friend. Paramedics administered intravenous fluids (nature of fluids were not specified), and arranged for transport to emergency room (ER) via helicopter. Customer was treated with additional intravenous fluids (nature of fluids were not specified) and was discharged the following day with no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.